Event description:
The pt reported experiencing elevated blood glucose of up to 534 mg/dl since 2009. The pt bolused through the infusion device and changed the insulin cartridge and infusion set in an attempt to resolve the issue. In the same month, the pt switched to her backup infusion device and her blood glucose returned to normal. Her normal blood glucose level is 130 mg/dl. She also reports that the cartridge compartment of the infusion device is damaged, no details given. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.